Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was dislodged during a post-implant/pre-discharge check-up. The lead exhibited low r-wave sensing. The lead was repositioned. The patient was stable during and after the procedure.